Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, shortly after switching to 7.5mm cuffed trach cannula, the patient had noticed poor fit, leakage, and rashes. New shiley 6cn75h replaced the shiley 6dct on (B)(6) 2022. The patient had been using a shiley 6dct since 2018. Soon after new 6cn75h was put in, the patient has had excessive secretions coming from around the trach and out a fistula packed beside the trach. It was as if no secretions at all come up out of the trach unless suctioned. With the old trach, the patient could cough up secretions thru the trach. He can no longer do that. The patient's wife also used to only put one split 4x4 sponges under the trach flange. She now put two split 4x4 sponges under the flange with a 2x2 sponge covering the fistula. The trach collar covering the fistula area even gets wet. Some days she need to change the 4x4 out a second time. The patient also has blood in the secretions. The cuff was kept inflated at 5-6 as was the previous one. In addition, on 2/3, after the new shiley was put in, the patient got a red rash on his shoulder that looked like sunburn. That spread to his chest arm area. It was only the shoulder area that has pain. He has also had and continues to have fibrosis pain behind his right ear and down his neck. He has been to his two different ent doctors regarding the trach and redness. They couldn't suggest anything. He also has seen two different doctors at their family practice with the one doctor first trying an antibiotic and then zyrtec. There was no change in redness. Pain management doctor injected the neck area but not the shoulder with steroids since he was not having pain at that time in the shoulder. One of the ent doctors then tried a second antibiotic but the patient could not only take for a few days since it started to affect his breathing. He uses oxygen 24/7. They last saw the dermatologist who had him using a prescription hydrocortisone cream that hasn't really done much. The patient's wife originally was rubbing the patient's neck and shoulder area with voltaren but have been using medical marijuana for awhile now. The patient's brief history: 2004 stage IV base of tongue cancer with radiation and chemo. Reoccurrence of oral cancer was on 2018 with r adiation and chemo again.